Manufacturer narrative:
Patient age/date of birth and weight are unknown. Date of event: unknown. This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision surgery on (B)(6) 2018, the surgeon removed a broken trochanteric fixation nail advance (tfna) with helical blade. The nail was broken into two (2) pieces at the helical blade insertion hole. All pieces were removed without difficulty and the surgery was completed successfully. There was no surgical delay. There was no patient consequence reported. Concomitant devices: helical blade (part/lot unknown, quantity 1), screw (part/lot unknown, quantity unknown). This report is for an unknown tfna nail. This is report 1 of 1 for (B)(4).